Event description:
The customer reported a tandem mobi cartridge alarm. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the cartridge alarm 35, and instructed the customer to remove the cartridge from the pump and deliver a 9-unit bolus, which completed successfully. The caller was unable to reload the original cartridge, so technical support assisted in loading a new cartridge, allowing the customer to successfully resume insulin therapy. The issue was resolved.